Event description:
The pt received two trial leads with the same lot number. It was reported the pt had visited the ER several times during her trial due to symptoms that included nausea and headaches. It was reported the hosp had performed multiple tests including lab work, EKG, CT scan, and x-rays but could not determine a cause for the symptoms. In addition, the pt had coverage for two days post implant, but the stimulation changed after two days, and she received leg stimulation and it was not needed. It was reported the leads may have migrated during the trial period. The pt's trial leads were removed as scheduled, and it was reported all symptoms have since resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.